Manufacturer narrative:
H.6. Investigation: one photo and one loose 10ml syringe inside an opaque biohazard bag was received. The physical sample was not evaluated due to potentially hazardous material. In the photo is displayed the loose 10ml syringe with approximately 5ml unknown milky white fluid inside. It was observed there was multiple brown embedded foreign matter (fm) particles present between the 6ml and 7ml markings and under the flange. At least one particle was large. Which is rejectable per product specification. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10

Event description:
It was reported that dirt was found in the bd syringe luer-lok¿ tip. The following information was provided by the initial reporter, translated from french to english: "this morning during our production on the sterile area, under the olimel hood, we detected a syringe with dirt at the time of sampling. Clinical consequences observed : none but use of another device. We changed the syringe and needle to carry out our manipulation."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that dirt was found in the bd syringe luer-lok¿ tip. The following information was provided by the initial reporter, translated from (B)(6) to english: "this morning during our production on the sterile area, under the olimel hood, we detected a syringe with dirt at the time of sampling. Clinical consequences observed : none but use of another device. We changed the syringe and needle to carry out our manipulation."